Event description:
It was reported that in the online survey a physician stated that no, they were not able to successfully use the device for urine drainage because it had trouble draining the urine in relation to bff20 ¿ flip-flo catheter valve with 180° lever tap.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "excess of injection pressure and injection time". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: this product should not be used without assessment of bladder function by an appropriate medical professional. Contraindications: reduced bladder capacity. Cognitive impairment. No bladder sensation. Insufficient manual dexterity to operate the flip-flo¿ valve. Instructions: wash hands. Attach flip-flo¿ valve to catheter ensuring that you do not touch either the catheter end or the valve connector. Wash hands thoroughly before and after operating flip-flo¿ valve. Empty bladder as frequently as advised by your doctor or nurse. To open the flip-flo¿ valve, push lever down. Allow urine to drain into toilet or an appropriate receptacle. To close the flip-flo¿ valve, pull lever up. A night drainage bag may be attached to the flexible connector to allow continuous urine drainage overnight. It is recommended that the flip-flo¿ valve is changed every 5-7 days. Simply disconnect the valve from the catheter and discard. Attach a new valve following the above instructions. Warning ¿ leave flip-flo¿ valve in open position." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in the online survey a physician stated that no, they were not able to successfully use the device for urine drainage because it had trouble draining the urine in relation to bff20 ¿ flip-flo catheter valve with 180° lever tap.